Event description:
Procedure: laparoscopic colectomy. According to the reporter:as the surgeon was working in the case, he heard a pop and noticed the balloon had broken. He saw a fragment or fragments from the device and retrieved everything he saw. He said nothing came in contact with the balloon and that it just burst. The patient was recovering no unintended colostomy, formal laparotomy, re-operation etc. A new trocar was pulled and the case was completed. The surgeon did not mention any additional complications or issues when asked. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 05/07/2015.